Event description:
During the attempt to remove the optease filter, it was reported that the filter was not removed because it was embedded into the ivc wall. There was no report of patient injury. The optease filter was implanted properly.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: an optease retrievable vena cava filter could not be retrieved approximately two and a half months after it had been successfully implanted since it had become embedded in the inferior vena cava wall. There was no reported patient injury. Attempts to obtain further details related to this event have been unsuccessful. The product was not returned for analysis. A review of the manufacturing records could not be performed since a lot number was not provided. According to the product instructions for use (IFU), the optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism via percutaneous placement in the vena cava. Available clinical data suggest that the optease filter can be safety retrieved between five to fourteen days after implantation. Lastly, an inability to retrieve the filter is a listed as a potential complication with the use of this device. Based on the information available for review, there are procedural factors (retrieval attempt over two months after implant) that may have contributed to this event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.